Manufacturer narrative:
D4 - model #: vticmo12.1 corrected to vticmo13.2. Claim # (B)(4).

Manufacturer narrative:
A4-a6:unk. H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens of a -14.0/1.5/087 was implanted upside down into the patient's left eye (os) on (B)(6) 2023. On (B)(6) 2023, the lens was exchanged for a replacement lens and the problem was resolved. Cause of the event is unknown.